Event description:
An implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 3 months after the device system was implanted. The patient's cause of death was reported to be cardiac arrest with a primary cause of ventricular fibrillation and a secondary cause of hypertension.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found.